Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900191 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the top tooth of the clip was not locked into top of jaw. Several clips in a row came into the jaws disengaged at the top of the applier jaw.